Manufacturer narrative:
This report is for three unknown 6.5 cannulated screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes plate and screws on an unknown date to treat a calcaneus and experienced post-operative pain. The patient elected to have three 6.5 cannulated screws explanted from his calcaneus. The patient's injury was fully healed. The screws were explanted and found to be intact. The surgery was successfully completed without any delays and no harm to the patient. This report is for three unknown 6.5 cannulated screws. This is report 1 of 2 for (B)(4).